Manufacturer narrative:
Product event summary: the full lead was returned in segments and was analyzed. No anomalies were found. The overlay tubing of the lead was extrinsically melted but not breached, and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances. A lead fracture was confirmed and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments and was analyzed. No anomalies were found. The overlay tubing of the lead was extrinsically melted but not breached, and visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter) was observed. Analysis also indicated a lead impedance out of range alert, and the criteria for the right ventricular lead integrity alert were met.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.